Event description:
Additional information received that the lead was repositioned to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, an increase in capture threshold, high pacing lead impedance, and oversensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. It was suspected that a micro-dislodgement was the cause of the electrical anomalies. A lead revision procedure is anticipated and the patient was stable with no consequences.